Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted an unknown implantable collamer lens into the patient's right eye (od) on an unknown date. Reportedly, "patient had icl done in canada. What looks to be toric evo icl ou. She had a vitrectomy od done a year ago. Since then, she has had postoperative iop spikes that are sudden and severe. I believe it's the combination of having icl and vitrectomy that has caused some anatomic laxity that somehow causes iop rises despite the central hole of the icl being patent. This is not organic glaucoma or some other entity." To the best of our knowledge the lens remains implanted. No further information has been provided. Attempts to obtain additional information have not been successful. If additional information is received a supplemental report will be submitted.